Event description:
Event description guidant received information that the patient with this pacemaker had some episodes of presyncope which the doctor's suspects may be due to a loss of output. The device is on an advisory. The device was explanted/replaced and returned for analysis. The doctor requested that the device be evaluated to see if any loss of output could have occurred.